Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that error code machine pressure sensor autozero failed message displayed on the system. The system was not in clinical use; there was no reported harm to patient/user. The investigation is ongoing.